Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-16222 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three kinked cannula events on (B)(6) 2024. One infusion set was in use for 3 hours and for other less than 24 hours. The infusion set was inserted in abdomen. Blood glucose level reported during the event was high and patient address high blood glucose levels by taking correction bolus via pump. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.